Event description:
The reporter stated that a patient had original tibiaxys plating system surgery on (B)(6) 2012 for an ankle arthrodesis. The patient had a lot of pain following the procedure. X rays were done and the surgeon believed that a few of the screws were too long. The procedure was revised on (B)(6) 2012 to replace some of the screws. When the surgeon was removing the screws, the connection between the screwdriver and the screw head was not tight and that the head of the screw was shearing off. The surgeon was able to remove the screws, but had to apply force to get the screws out. He had noticed this before during previous surgeries.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information. This event is related to report 9615741-2012-00003.